Event description:
The customer reported that the shaver handpiece would not function. There was no reported injury or surgical delay associated with this event.

Manufacturer narrative:
No medwatch form rec'd from the user facility. All sections on this form completed by the MFR. Investigation results: during an evaluation of the shaver handpiece, it was found to get actived on its own. A design change has been implemented for this failure mode. There have been no reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this product for failure.